Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient's mother that her child's cannula was detached while in school leading to high blood glucose level of 430 mg/dl. The blood glucose was treated by insulin pen. No further information available.

Manufacturer narrative:
Patient's city: (B)(6).